Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the first dye study done that was inconclusive. No pump issue was suspected or found. It was reported that the patient was having another procedure done so the hcp did an additionaldye study at that time and determined no issue with the catheter as well. No changes made to the pump or catheter and the issue was resolved. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID: 8709sc, serial#: (B)(6) implanted: (B)(6) 2010, product type: catheter; product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2018, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-may-2012, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 25-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 5 mg/ml at 1.15 mg/day via an implanted pump. It was reported that the hcp suspected the pump maybe was not working. It was noted a dye study was previously done (date unknown), but no dye went into the intrathecal space. It was further reported the hcp planned to splice into the catheter and inject dye back towards the pump to check connection to the pump. It was reviewed this was not a typical dye study and we could not provide specific direction on how to do this. Reviewed compatibility and use of catheter revision kits. The event date was asked and unknown. Discussed considerations around further catheter diagnostics. No further complications were reported.